Event description:
It was reported the patient¿s therapy worked well for two weeks. After that, all stimulation was uncomfortable. The patient could find settings where therapy worked, but then they experienced uncomfortable stimulation in the arch of their foot. Stimulation was stronger when they sat down. They also experienced ¿toe tap¿ and increased urgency and frequency. Reprogramming did not resolve the issue. X-ray found no lead migration. Revision surgery had been considered. Instead, a second stimulator was implanted. The patient had yet to be seen for their follow-up appointment. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0gujg, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).